Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, device was found in backup vvi mode. The patient noted feeling vibrations. A device download was installed and resolved the issue.